Event description:
Reportedly, the contamination shield could not be outstretched. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was not confirmed, the contamination shield was able to be unfolded. The introducer and contamination shield were returned. The contamination shield was detached from the proximal hub. The locking nut and the two black o-rings, which hold the contamination shield were also detached. The black o-rings were returned and the locking nut was not. The clear tube between the proximal and distal connectors were still attached to both connectors. The clear tube disconnected easily, which is normal, from the distal connector.